Event description:
The service report shows that the high pressure alarm failed to activate within specification. The company customer support engineer inspected the device and adjusted the high pressure alarm controller. The unit passed extended testing. This report is not an admission by company that this device caused or contributed to the event alleged in this report.